Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The device helped in the beginning, but now did not work. Prior to getting the device the patient catheterized himself. Since getting the device, the patient didn't use a catheter anymore, but it took them all day to go to empty their bladder. If the patient drank a beer it helped them go to the bathroom more than it did when they drank water. The device was okay for the first 5 to 6 months and then all of the sudden it stopped helping their symptoms. The patient had a fall and noticed it was not working. The patient had their first lead revision on (B)(6) 2015 because it moved. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
It was reported the lead had moved sometime in (B)(6) 2015. It was thought to be due to the patient lifting their siblings or maybe overdoing it with activities. Since this had happened, the patient was experiencing pain and was no longer getting therapeutic benefit. If the patient drank one beer, they could pee more than they did without having one because ¿stim¿ was not working anymore. It took the patient ¿all day¿ to empty their bladder. It was noted that prior to the lead moving, it was working perfectly. The patient was trying to schedule a surgery. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l7df, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).